Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the tubing continued to drip when the roller clamp was closed. The green slide clamp then had to be closed to prevent dripping from the end of the set. A chemo agent (taxol) was being administered at the time.